Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation for esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the physician started to deploy the band, there were three bands deployed at the same time and they were stuck together. The procedure was completed with the original speedband superview super 7 device using the four remaining bands. Since the physician was not satisfied with the outcome as there were only four bands deployed, the patient will be scheduled for another banding procedure. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.